Event description:
Lap chole- "when applying clips on multiple occasions the clip shears through tissue. Requires multiple attempts to apply clips to stop bleeding. Current patient was almost opened to control bleeding. Dr. (B)(6) states he used this multiple times with similar outcomes." Patient status: stable.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated device resulting in the unit releasing dry debris each fire. The unit was disassembled, engineering found an excessive amount of tissue debris in the shaft, which may have contributed to the customer's experience. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.